Manufacturer narrative:
The device was partially deployed. The pink slide insert was observed in the viewing window and the linkage assembly was observed in the deployed position. The hard cannula was observed to be exposed out of the bottom housing window. The exposed portion of the soft cannula was observed to be damaged. The timing and cause of this damage could not be determined. Upon removal of the top housing, the hard cannula was observed to not have fully retracted and was incorrectly installing into the slide retract. Download data showed no timeouts or drive stalls and no alarms were generated.

Event description:
It was reported the patients blood glucose level rose to 340 mg/dl while wearing the pod between 4 and 24 hours. No teratment was provided.